Event description:
It was reported that during insertion the swg bent. The event occurred in the uti department and the insertion site was the subclavian vein of a male pt, (B)(6). The swg was removed and a new kit was opened and used to complete the procedure. There was no delay in treatment. No complications or death occurred to the pt.

Manufacturer narrative:
(B)(4). The device will not be returned.